Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer stated that he received the alarm after changing the battery in the insulin pump. The customer's blood glucose was 270 mg/dl. Troubleshooting was done. Advised customer that if the failed battery test alarm was not cleared then it would recur with each new battery inserted. The customer received the failed battery test alarm again while troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no failed battery test alarm was noted during testing. All operating currents are within specification. The insulin pump passed the displacement test and self test. The insulin pump had a scratched display window and a cracked case at the display window corner.